Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink system continu-flo solution sets leaked from the y-site. This was identified during patient use. It was further reported that with "each push of the pump, fluid would shoot out" of the luer site (clearlink) valve. There was no patient injury or medical intervention associated with this event. No additional information is available.